Event description:
It was reported that post implant, the pulse generator exhibited loss of atrial sensing, loss of atrial capture and high atrial lead impedance. X-ray revealed a terminal connector anomaly in the atrium. Surgery was performed and after reconnecting the atrial lead to the pulse generator, the device functioned normally. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.